Manufacturer narrative:
The patient is (B)(6). An event regarding malposition involving an exeter. Low profile acetabular cup was reported. The event was confirmed. Method & results: -device evaluation and results: device analysis was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided x-ray and patient history by a clinical consultant indicated the root cause was procedure-related factors relating to cup malposition. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion the investigation concluded that the event was caused by procedure-related factors relating to cup malposition. Further information such as return of the device would be helpful in investigating the event further.

Event description:
Update: the customer provided the following history: in 2006 right total hip replacement (B)(6) surgery went well and patient was happy with long term results. (B)(6) 2009 left total hip replacement (B)(6) surgery went well and patient was happy with short term results. Both sides treated for moderate osteoarthritis and narrowed joint space, relatively fit and active. No other complaints or factors in his medical records. On (B)(6) 2009 upon 3 month check up reported groin pain, asked to come back in 12 months to see how he is. (B)(6) 2010 upon check up reports a feeling/noise which may represent subluxation in certain extreme. Movements. Was told to keep an eye on it and be careful with extreme movements. Over all happy with hip. Replacements, and still mobile, slightly less with left side. (B)(6) 2012 still relatively happy but not as happy with left side as right. (B)(6) 2014 back with reported thigh and groin pain and knowing that something isn't quite right with left hip. Replacement, xrays show fracture. (B)(6) 2014 revised by (B)(6).

Event description:
The sales representative reported on behalf of the customer that the patient presented to clinic in (B)(6) 2014 complaining of chronic groin pain and that the patient was xrayed. The customer reported that the stem allegedly looked as if there was a slight mid lateral fracture. The patient was xrayed again on (B)(6) 2014 and this xray confirmed that the stem had fractured. The customer reported that the stem was implanted in (B)(6) around 5 years ago on the left side on (B)(6) 2009. The customer also reported that the patient will undergo revision surgery and that the date of this is to be confirmed.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Reported event: an event regarding malposition involving an exeter. Low profile acetabular cup was reported. The event was confirmed. Method & results: device evaluation and results: device analysis was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-ray and patient history by a clinical consultant indicated the root cause was procedure-related factors relating to cup malposition. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion: the investigation concluded that the event was caused by procedure-related factors relating to cup malposition. Further information such as return of the device would be helpful in investigating the event further. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned to manufacturer.